Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2016-00644 2029214-2016-00645 2029214-2016-00646.

Event description:
Medtronic received report a pipeline flex device did not open in the distal section during a procedure. The device was not implanted in the patient.

Manufacturer narrative:
Device available for evaluation, return date. - additional information device evaluation the pipeline flex braid was returned for evaluation without the pushwire. As received, the pipeline flex braid was detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline flex braid was observed to be fully open with severe fraying on one end and slight fraying on the other end. Based on analysis findings and event details, the report of pipeline flex failure to open on the distal could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline flex braid was observed to be fully open. It is possible that the damaged braid may have contributed to the reported issue. However, the cause for the damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Additionally, the patient anatomy tortuosity was not reported; therefore any contributing factors from the patient anatomy could not be assessed. Per our instructions for use (IFU): the user should ¿begin to deliver the pipeline flex embolization device using a combination of unsheathing the pipeline flex embolization device and pushing the delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of the pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate the expansion of the pipeline flex embolization device. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the patient was undergoing treatment for a saccular aneurysm in the right ophthalmic internal carotid artery (ica). The aneurysm had a diameter of 5mm and neck diameter of 3.6mm. The landing zone artery size was 4.79mm proximal and 3.13.mm distal. Vessel tortuosity was moderate. The pipeline flex was deployed and did not open in the distal section. The device had not been resheathed and less than 50% of the device had been deployed when it did not open. There were no attempts made to open the device. The procedure was completed using coils.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.